Event description:
It was reported that (1) device was used during a nephrectomy. It was reported by the rep that (4) mcl20 instruments misfired and jammed during the case. There was no consequence to the pt.